Event description:
The customer reported that she has had three breast infections. A nurse has indicated that it was from the breast pump.

Manufacturer narrative:
Manufacturer representative attempted to troubleshoot problem when on the phone with the customer. Customer only wanted to return the product. The device was returned to the manufacturer. No evaluation was performed; device was scrapped. No conclusion can be drawn. As part of complaint remediation activities, historical complaint records are being reviewed for possible adverse events. Medela is committed to creating an effective complaint handling process to assure complaints are processed in a timely manner and evaluated for part 803 reporting.